Event description:
Reporter indicated that vns pt underwent revision surgery due to extrusion of one of the tie-downs used to secure the device. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices (including tie-downs, packaged with bipolar lead). Investigation to date has been unable to determine the cause of the reported extrusion.